Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were 53mg/dl, 95mg/dl, 112mg/dl. Tests were done within <10 minutes with a difference of 35mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documeted that, "strips opened longer than 3 months".